Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that prior to implant, the helix was slightly extended and would not retract. Lead was not implanted and a new lead was used.

Manufacturer narrative:
As received, the helix was bent. The lead was otherwise normal.